Event description:
The customer reported to customer service that she witnessed a popping noise and sparking from her pump in style transformer however did not witness flames, and that she was not injured.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, she indicated that after the 5th or 6th use that she heard a pop and then saw a spark and the top of the transformer seems like it is coming apart from the rest of the transformer very easily. The customer reported that she did not see any flame or fire and no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add¿l info or original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.